Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons not working and unexpected restart alarm. The customer's blood glucose value was 202 mg/dl. Customer was unable clear the alarm. Customer stated that keypad was not working anymore. Customer stated screen was move to any other screen and delayed time display. The insulin pump will be returned for analysis.